Manufacturer narrative:
The insulin pump was received with button error alarm and no act button response due to flattened act button dome switch. The pump was unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no act button response.

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 342 mg/dl. The customer treated with an injection. The customer stated that the button error did not occur right after the pump was exposed to moisture. The customer stated that a button was not pressed for 3 minutes or longer. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.